Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically in the left axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was high purge pressure alarm. No purge line kinks were observed. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. There was no noted interruption of flow or support for the patient. After eleven days on support, the device was successfully weaned. The post-procedure is survived at explant. While on support, the impella functioned at p-5 at 3.7l/min as intended with d5w sodium bicarbonate in the purge solution. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.